Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the inside of the cassette door of their cycler after ending their pd treatment. The patients floor was wet due to fluid dripping from the cassette. The patient reported receiving a drain complication alarm during an unknown phase of treatment and the treatment was cancelled. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. Fluid was discovered in the pump module area and on the external of the cassette. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. It was reported that an alternate treatment option was available. Additional information requested but has not been obtained.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the inside of the cassette door of their cycler after ending their pd treatment. The patients floor was wet due to fluid dripping from the cassette. The patient reported receiving a drain complication alarm during an unknown phase of treatment and the treatment was cancelled. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. Fluid was discovered in the pump module area and on the external of the cassette. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. It was reported that an alternate treatment option was available. Additional information requested but has not been obtained.

Manufacturer narrative:
Additional information provided in d9 and h3. One complaint product sample was received from the customer without original package. The complaint product sample was visually inspected and was found that the cycler set is acceptable no damage was observed. In addition, the sample was tested in the cycler machine and worked as intended without any abnormalities during the tested period. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. During the evaluation of the sample was not confirmed the alleged failure stated in the complaint.